Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead underwent a transcatheter aortic valve replacement (tavr) procedure. Because of needing left superior vena cava (lsvc) access during the procedure, the patient's device was implanted on the right side. Multiple attempts were made to place this rv lead in a mid-septal rv position without success. The lead was implanted in the rv apex with appropriate lead measurements. During pocket closure, the patient's vital signs indicated a possible pericardial effusion; therefore, a pericardiocentesis was performed. The patient was then transferred for surgical repair of an apical rv tear. Post-repair, the physician noted that the rv lead was not in the pericardial space; but that the patient's apical tissue was very fragile. The physician noted that there was no identifiable moment during the implant that the rv lead perforated the rv apical wall. The pacing system was checked the following day and lead measurements were normal. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 134 millimeters (mm) from the terminal pin; only the proximal segment was returned. A thorough evaluation of the lead segment was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis of the returned lead segment did not reveal any abnormalities. Laboratory analysis of the lead segment did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the lead was later explanted post-mortem and returned for analysis. According to the observation/complication/out-of-service reporting form, this patient died on (B)(6) 2017. The patient's death certificate reported that the cause of death was acute hypercapnic respiratory failure, acute respiratory distress syndrome and severe aortic valve stenosis. Other significant conditions contributing to the patient's death included coronary artery disease, hypertension, atrial tachycardia/atrial fibrillation. The patient's past medical history was significant for transcatheter aortic valve replacement ((B)(6) 2017) and balloon aortic valvuloplasty ((B)(6) 2016)